Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot#: (B)(4), ubd: 28-may-2015, UDI#: (B)(4); product ID: 8780, serial/lot#: (B)(4), ubd: 22-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (7 mg/ml at 400.1 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient¿s pump went completely dry due to a family tragedy and missed refill appointments. A dye study was done to determine if the catheter was patent but was inconclusive at this time. The catheter could not be aspirated. The physician was planning to try again in an operating room setting. Surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported. The patient status was reported as ¿alive, no injury¿. No further complications have been reported as a result of this event.